Manufacturer narrative:
A complete manufacturing and material records review for the device sn# (B)(4) has been performed. The results confirmed that the device (sn# (B)(4) satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
Visual inspection of the returned valve revealed non-circular geometry on the inflow side of the valve that can reasonably be attributed to the implant/explant procedure. No pre-existing defects or elements of non-conformity were observed. Hydrodynamic testing confirmed the absence of leakage or coaptation deficits. The valve demonstrated normal leaflet kinematics, with the exception of fluttering on the first leaflet during the open phase which was not correlated with the reported issue. The test confirmed that the regurgitation fraction is in compliance with iso requirements for a prosthesis of equivalent tissue annulus diameter. Furthermore, the effective orifice area was greater than that requested by iso 5840. Based on the investigation performed, no manufacturing deficits were identified, and the reported event cannot be explained by any factor intrinsic to the involved device.

Manufacturer narrative:
This event is being reported in a conservative manner due to limited information. Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA. Not yet returned to manufacturer.

Event description:
On (B)(6) 2017 a pvs size 21 was implanted in a porcelain aorta, with impossible acc, total circulatory arrest. Aortotomy was done over 4cm from stj. After implant tee showed severe leakage on ncc side and central coaptation issue. After re-acc and exploration, no para valvular leakage was present but ncc was of a fixed status. The physician performed ballooning for full expansion of the valve. After , the tee showed leakage on ncc side relatively less than the previous tee. Central coaptation issue was still present and the leakage volume was still large. The valve was explanted and a new pvs size 21 was implanted. When the event was notified to the manufacturer the patient was on ICU ventilator care.